Manufacturer narrative:
The reported oad was received for analysis. There were no damages that were visually observed. The oad was tested, spun at all speeds, and turned off with no issue observed. The start switch was manually depressed with an increased amount of pressure, however, this did not cause the dome to remain in the depressed state and, the oad functioned as intended. The data download from the oad revealed that the start switch had remained in a depressed state during the event, which prevented the start switch from stopping the operation of the device. This was unable to be recreated during analysis. At the conclusion of the device analysis, the reported event where the oad would not stop spinning was confirmed. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
During a procedure, the stealth peripheral orbital atherectomy device (oad) would not turn off when the power button was pushed. The oad was used to treat a 60% stenosed, moderately calcified target lesion in the popliteal artery that was 5 mm in diameter. After the sixth treatment pass, the oad would not turn off when the power button was pushed, and the oad was stopped by turning off the saline infusion pump. The pump was restarted, and the oad would not start spinning when the power button was pushed. It was confirmed that all lights on the oad were functioning, the brake was down, and all connections were secure. The oad was removed from the patient. The procedure was completed with a second oad. Additional troubleshooting was performed with the initial oad outside of the patient, however, the device would still not spin. It was noted that the patient was stable.